Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: b5: updated event description provided for reporting. B6: updated the relevant tests/lab data. E1: added associated contacts device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
07/18/2019: updated ed: it was reported that on (B)(6) 2019 the patient underwent revision surgery for the removal of the broken variable angle (va) condylar plate and retrograde nailing. Initially, the patient had an implantation of an unknown va plate and unknown screws on (B)(6) 2018. However, the patient fell with a non-union fracture. During the revision procedure the surgeon encountered difficulty in removing the broken plate because the patient has a very poor bone quality and soft tissue status. Thus, only the distal part of the plate was removed, while the proximal part was left on the patient. There was no surgical delay reported. The procedure was successfully completed. Patient status is unknown. (B)(4) will capture the post-op events where a revision procedure was performed due to a broken plate, while (B)(4) will capture the intra-op events where the surgeon encountered difficulty in removal of the broken plate. Concomitant device reported: unknown locking screw (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device.

Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown variable angle (va) condylar plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to a broken variable angle (va) condylar plate. Initially, the patient had an implantation of a va plate and screws on (B)(6) 2018. However, the patient fell with a non-union fracture. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant device reported: locking screw (part/lot unknown, quantity unknown). This report is for an unknown variable angle (va) condylar plate. This is report 1 of 1 for (B)(4).